Manufacturer narrative:
The field service engineer (fse) found leaking between the electrodes. The fse replaced all of the electrodes and adjusted the tensioning spring. Mechanism checks passed and the customer ran calibration and qc successfully. Calibration and qc data from the day of the event was acceptable. The patient sample was centrifuged for 3-5 minutes at 5000 rpm. Based on the type of sample tube the customer uses, the centrifugation time may be too short and the speed may be too high. No issues were identified during a review of the alarm trace data. The investigation determined the issue was due to the leakage between the electrodes identified by the fse. The customer has had no further issues since the service visit.

Event description:
The initial reporter complained of error messages on the cobas 8000 ise module. The reporter then complained of discrepant results for 1 patient sample tested for ise indirect na, k, ci for gen.2. The initial na result was 162 mmol/l. The repeat from a different ise module was 138 mmol/l. The initial k result was 5.1 mmol/l. The repeat from a different ise module was 4.4 mmol/l. The initial cl result was 119 mmol/l. The repeat from a different ise module was 98 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The na electrode lot number was mc581 with an expiration date of 28-sep-2019. The k electrode lot number was u7982 with an expiration date of 26-oct-2019. The cl electrode lot number was d9791 with an expiration date of 29-sep-2019.